Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle, following test firing of the needle during preparation for a liver biopsy procedure. Another device was used to successfully complete the procedure without any pt complications. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering eval indicated that distal tip of the cannula was burred in an outward direction. The device exhibited good function during cycle testing. F/u indicated the device was test fired outside the pt. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event.